Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. Medical safety review of the event noted that the issue with the automated impella controller occurred at the end of the case. The patient had already expired.. It appears the patient was supported uninterrupted, and it appears without any delay given the information at hand.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the screen froze at the conclusion of the case when the staff selected p-0. The staff had to disconnect the pump in order to get it to stop. While attempting to open diag flows dropped significantly, cardiopulmonary resuscitation was initiated and the patient expired. The patient expired for a reason/cause that is unrelated to the aic event. Medical safety review of the event noted that the issue with the aic occurred at the end of the case. The patient had already expired. It appears the patient was supported uninterrupted, and it appears without any delay given the information at hand.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. The reported complaint of the screen froze and need to disconnect pump in order get it to stop was not determined as not able to reproduced.